Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/24/2019. The customer troubleshooting with technical support and performed extended self test (est). The customer found an air flow out of range error.

Event description:
It was reported that during use the ventilator volumes were high. Reportedly, the volumes were set to 500 and 1000 was delivered. The ventilator was being used on a patient at the time of the reported event. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Date rec¿d by MFR: 30oct2019. Date of report: 30oct2019. Type of reportable event: malfunction. Corrected data: customer confirmed no patient incident. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 28oct2019. Date of report : 29oct2019. This record was changed to serious injury due to the medical intervention. There was no patient harm but the patient was removed from the ventilator and placed on an alternate ventilator. Customer rejected repair estimate. Customer will order parts, repair in house. The determination could not be made that the device failed to meet specifications. There is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.